Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump received a replace battery alarm as the battery was failing. The customer's blood glucose was 16 mmol/l at the time of incident. The battery compartment and the battery was overheating. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device is expected to be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, sleep current measurement, active current measurement, and self tests. No unexpected ¿low battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing. In addition to this, no warm or hot battery conditions occurred during testing either.